Event description:
It was reported that the patient received three inappropriate shocks. It was determined that the right ventricular (rv) lead experienced oversensing noise. Prior to intervention, manipulation of the pocket was performed which caused heavy noise. The rv lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead became extrinsically fractured due to a cut.